Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited residual white foreign material inside the of the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it was confirmed that foreign matter was attached/clogging the air/water supply channel and the air/water supply cylinder. The foreign matter is likely simethicone. It is likely that a leak defect in the remote switch 1 prevented proper reprocessing and therefore prevented the foreign matter from being removed. The reprocessing procedure for the remaining foreign matter was carried out in accordance with the instruction manual. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.